Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the harmonic ace instrument be returned for evaluation, but it has not yet been returned. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Verification of the event details via instrument logs cannot be performed at this time because there is insufficient instrument information. Isi received images of a broken harmonic ace instrument. A review of the image was conducted by an isi regulatory post market specialist (rpms) and found the following information: the image confirmed that the harmonic ace instrument blade was detached. This complaint is being reported due to the following conclusion: it was alleged that the harmonic ace instrument blade broke off and fell inside the patient. The fragment was retrieved during the same procedure and the procedure was converted to open surgery. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the harmonic ace instrument displayed a message to "reduce the pressure of the knife head." The customer had cleaned the harmonic ace instrument head and the instrument knife broke off which fall inside the patient. The fragment was retrieved during the same procedure. The customer noted that there was no instrument collision during the procedure and the fatigue strength of the metal of the ultrasonic tool head is insufficient by observing the section of the tool head. There were four harmonic ace instruments used in the same procedure, and all were defective. The procedure was converted to open surgery with no reported injury. The da vinci 8 mm harmonic ace curved shears is a single-use, sterile instrument used to deliver ultrasonic energy to enable transection and coagulation of tissue. It is designed to be used in conjunction with a compatible da vinci surgical system and a compatible ethicon endo-surgery generator and hand piece. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 27-june-2022: the harmonic ace instrument was inspected prior to use, and no issues were noted. The instrument was in use for about twenty minutes. The surgeon was dissecting tissue at the time of the event. After the blade of the instrument broke off and fell inside the patient, the fragment was visually located and retrieved during the same procedure. It was confirmed that all fragments were retrieved. No additional surgical procedure was required, and there were no post-operative tests performed to check for remaining fragments. There was no resistance upon final removal of the instrument through the cannula.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: b3, d4, d9, g3, g6, h2, h3, and h4. Product evaluation information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found with a broken curved blade. Failure analysis found the primary failure of a broken curved blade to be related to the customer reported complaint. A broken piece measuring approximately 0.25" x 0.10" was not returned with the instrument. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause is attributed to mishandling/misuse. A review of the procedure log showed the site performed this liver resection surgical procedure on (B)(6) 2022 with system sk5031. In addition, a review of the instrument log showed the harmonic ace instrument (part# 480275-08 / lot# l90210927-0322) was last used on (B)(6)2022 during a liver resection procedure with system sk5031. The harmonic ace instrument is a single-use device.